Event description:
Customer's mother reported that her son's blood glucose measured 356 mg/dl after wearing the device for "a short period of time." When it was removed the cannula looked flat and bent. He has only been using the product for less than 30 days.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "it is also a good idea to check your blood glucose about every two hrs after each pod change and to check the infusion site periodically." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."